Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level was 185 mg/dl. Standard troubleshooting was performed. The insulin pump was able to do a fixed prime. The cannula was not bent or occluded. The customer was advised to change his unomedical infusion set. The product is not being returned. Nothing further was reported.